Event description:
It was reported that the pump's touchscreen was unresponsive, preventing the customer from interacting with the screen. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump but was unsuccessful. Customer reverted to using multiple daily injections (mdi).